Event description:
The acetabular liner toggled in the shell. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
Summary of evaluation: a functional test of the returned insert revealed it sealed and locked tightly in two acceptable mating shells. The reported toggle the surgeon encountered could not be duplicated. The returned insert functions as intended by design. The device history record for the lot code of the returned acetabular insert was reviewed and no discrepancies were observed.